Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) surgical site and was having difficulty charging the ipg. The patient was also unable to get the charger to couple with the ipg. It was noted that the ipg was implanted too deep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as per the policy of the facility.